Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
Additional information received. The lens was explanted on (B)(6) 2016. The lens was returned in liquid in the vial. Visual inspection of the returned product found no visible damage to the lens. (B)(4).